Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had something wrong with the charged coupled device chip and poor image quality. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, blurry image, cracked optical lens, dents on distal edge of the objective frame and cuts on cable with metal exposure. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure and additional malfunction no image was caused due to cracked optical lens. However, the most probable cause for all other additional malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.